Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset, the user started a libre 3 plus sensor in the libre 3 plus app instead of through the ilet mobile app, resulting in the sensor being in use by another device and preventing proper integration while the ilet operated in bg run mode; the highest reported glucose during the incident was 254 mg/dl, the ilet alerted to high glucose, and the event was addressed through user education and direction to start future sensors from the ilet app. Symptoms included no reported clinical symptoms. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education regarding correct cgm onboarding. Investigation of this case revealed user setup error with the sensor paired to a non-ilet application, which led to loss of data sharing to the ilet. It was concluded that the device functioned as designed and that the event was attributable to use error; the user will receive new sensors and was provided intake information for the bionic universe program.